Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin pump error alarm. The customer¿s blood glucose was 70 mg/dl. The customer was unable to clear the alarm. The troubleshooting was performed. The insulin pump will not be returned for analysis. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further review of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the aa battery connector. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Did not note any cracks in the battery compartment, battery threads, in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.